Manufacturer narrative:
(B)(4).

Event description:
The patient was treated with a resolute integrity drug-eluting stent, implanted in the distal right coronary artery. The patient later suffered a stroke. The investigator and the cec have both assessed the event as not related to the study device.

Manufacturer narrative:
The patient has a history of hypertension, diabetes, peripheral artery disease, and previous pci. Index procedure was prompted by silent ischemia.